Event description:
New information received notes that the right atrial (ra) lead noise was discovered during an in-clinic follow-up. Upon device interrogation, the ra lead was noted to exhibit noise oversensing resulting in inappropriate mode switches. Programming changes on the atrial maximum sensitivity was done. The patient was in stable condition.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.